Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a portion of the pump touch screen was unresponsive. Reportedly, the customer was unable to select the "change cartridge" option. The customer's blood glucose was 258 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.